Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported. When inserting lag screw some threads from the lag screw adapter got caught in the lag screw. Since we couldn't advance the lag screw without the entire lag screw adapter we removed the broken piece with a mosquito instrument and used another lag screw adapter from a second set of omega 3.